Manufacturer narrative:
During the investigation, it was observed that the customer is not actively using the mmm app. When the team attempted to retrieve logs for the user, no logs were available for the patient in the system. Due to the absence of logs, the team is unable to proceed with the investigation. The helpline team was informed about the situation and requested to contact the customer and advise them to start using the mmm app in order for the data to be captured and further investigation to be possible. Recommendation steps to be followed by customer: download and install the mmm app from the google play store. Log in using the provided credentials. Pair the pump with the mmm app by following the in-app instructions. The helpline team made multiple attempts to contact the customer but reported that the customer was not reachable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pairing issue between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During the investigation, it was observed that the customer is not actively using the mmm app. When the team attempted to retrieve logs for the user, no logs were available for the patient in the system. Due to the absence of logs, the team is unable to proceed with the investigation. The helpline team was informed about the situation and requested to contact the customer and advise them to start using the mmm app in order for the data to be captured and further investigation to be possible. Recommendation steps to be followed by customer: download and install the mmm app from the google play store. Log in using the provided credentials. Pair the pump with the mmm app by following the in-app instructions. The helpline team made multiple attempts to contact the customer but reported that the customer was not reachable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.